Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that there is not a potential risk to safety associated with the partially damaged weld issue. The cracked welds did not impact the functions of the cot and the cot was still able to transport patients if needed. There was no report that the cot would not have been able to support patient weight and the device evaluation did not indicate that the weld would result in the unit not able to hold patient weight.

Event description:
It was reported that the weld on the left side of the outer rail is fractured on the ambulance stretcher. The customer reported that this was noticed upon visual inspection and they are not aware of any other conditions or circumstances that may have caused the fracture. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the weld on the left side of the outer rail is fractured on the ambulance stretcher. The customer reported that this was noticed upon visual inspection and they are not aware of any other conditions or circumstances that may have caused the fracture. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.